Event description:
One leaking cadd and one cadd with green particulate between bladder and hard shell. Not sure which lot number was involved with the leak and which was involved with the green particulate. FDA safety report ID# (B)(4).